Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, aneurysm sac enlargement (unknown diameter) with contrast and a possible endoleak (indeterminate origin) were detected by computerized tomography (cta) during routine follow-up. A secondary procedure was scheduled but no additional information has been received confirming if re-intervention was completed. There have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth and type ia endoleak could not be completed due to a lack of receipt of relevant medical records and/or imaging. Medical imaging was requested and denied. Medical records were requested, and an incomplete response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse event - updated; b5: describe event or problem ¿ updated; g1,2: contact office- name has been updated; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, aneurysm sac enlargement (unknown diameter) with contrast and a possible endoleak (indeterminate origin) were detected by computerized tomography (cta) during routine follow-up. A secondary procedure was scheduled but no additional information has been received confirming if re-intervention was completed. There have been no additional patient sequelae reported. Subsequent to the initial report, additional information was received reporting that the successful re-intervention was completed with a palmaz (non-endologix) stent. It was confirmed that there was a type ia endoleak. The patient was reported to be doing well post procedure.